Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 386 mg/dl. The customer had been experiencing high blood glucose levels for the past day. The customer's most recent blood glucose reading was 407 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.